Manufacturer narrative:
Summarized patient outcomes/complications of percutaneous closure of patent ductus arteriosus in premature infants: a french national survey were reported in a research article in a subject population with multiple co-morbidities including preterm birth and patent ductus arteriosus. Some of the complications reported were obstruction/occlusion and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: percutaneous closure of patent ductus arteriosus in premature infants: a french national survey.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: percutaneous closure of patent ductus arteriosus in premature infants: a french national survey.

Event description:
The article, "percutaneous closure of patent ductus arteriosus in premature infants: a french national survey", was reviewed. The article presented a retrospective, multicenter study to describe the evolution of the technical aspects as well as outcomes of transcatheter patent ductus arteriosus (pda) in premature infants. Devices included in the study were amplatzer duct occluder ii additional sizes, medtronic microvascular plug, and coils. The article concluded in this large series of premature infants undergoing transcatheter pda closure, it was demonstrated that this procedure can be performed successfully in the vast majority of patients with an acceptable complication rate. Future efforts should focus on minimizing complications, particularly device-related vascular stenoses. [(B)(6)]. The time frame of the study was from september 2013 to june 2017. A total of 102 patients were included in the study, of which 91 (89.2%) received an abbott device. The average age was 39 days, the average weight was 1543g, and gender majority was not reported. Comorbidities included preterm birth and patent ductus arteriosus.